Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data indicated oversensing of noise, and changes in amplitude morphology measurements. An untreated episode with these observations was also noted in the device history. Testing of the system was unable to reproduce any noise, except when tapping the can. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported. Additional information indicated x-ray imaging did not show a difference in the location of the s-ICD system since implant.